Event description:
Neonatal ge giraffe omni bed malfunctioned while a (B)(6) infant occupied it. The top would not close all the way preventing proper heating of the isolette. Also when opened all the way as a warmer, the heat lamp cover would not open; therefore, not allowing the overhead heating element to come on. The infant was also on hpo ventilator and had to be quickly moved to another bed. There was no known adverse outcome and this problem was recognized immediately, however, this could have had significant consequences. (B)(4). (B)(4).